Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On 18-jun-2022, reported that patient faced 7 infusions set off during use. Insertion area was cleaned, air dried and free from hair. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off. Infusion set has been for 12 hours to 2 days. The blood glucose level was high. Therefore, patient was treated with correction via bolus. Customer replaced infusion set and resumed insulin successfully. No further information available.